Manufacturer narrative:
Zoll medical united kingdom evaluated the device. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical file and device history file showed during the event, the device operated as expected. The device advised a shock, remained charged, and disarmed as designed after 30 seconds had elapsed. The operator attempted to clinically discharge while the device was not charged. Per zoll AED 3 administrator's guide, the prompt "no shock delivered" will occur if the shock button was not pressed and instructs the operator: "when prompted to press the button, do so within 30 seconds". The log showed at the end of the 30 seconds, the clinical file recorded "no shock delivered" and began a CPR interval. The device history file shows that the shock button was pressed 26 seconds after the device had started to provide CPR prompts. The device worked as designed and within the limitations of the technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. A dnr form for the patient arrived and CPR stopped. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.